Manufacturer narrative:
Configuration changes were made, and monitoring for recurrence was advised. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray did not activate during use, and no error logs were found on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.